Manufacturer narrative:
The reported event of pause episodes was confirmed. Based on the information provided, these false pause episodes were triggered due to egm signal characteristics and limitations in the existing algorithm in icm device firmware. Additionally, false atrial fibrillation (af) episode was seen during records review, and it was determined to be due to noise over-sensing. No device malfunction was found.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited under-sensing. Programming changes were made; however, the issue was not resolved. The patient was in stable condition.